Event description:
It was reported that the lead thresholds had risen since implant and were now high, with intermittent loss of capture in the his bundle region. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst commented that all electrical testing was within specified parameters.